Event description:
It was reported that on (B)(6) 2022, the patient underwent the removal surgery of the plt using the handle and the extraction screw for the proximal tibia. The osteosynthesis had been performed approximately two years ago. Before removing, the movable part for screwdriver of the handle was too tight and could not be removed. The surgeon used same product in lcp2 set which was belong to the hospital. When the surgeon was removing the third hole locking head screw from the proximal side of the plt, the screw got stripped, so that the surgeon tried to remove the screw with the extraction screw; however, the extraction screw broke at the shaft of the screw. The surgeon removed the head of the locking head screw and the extraction screw on the screw head with the carbide drills (4.0mm and 6.0mm) to remove the plate. The remaining locking head screw was removed using the hollow reamer and the extraction bolt. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.